Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient expired ten days postoperative. No additional information was provided. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the netherlands by the ventricular assist device (vad) coordinator that this patient died in the intensive care unit (ICU) ten (10) days postoperative. The site will not provide any additional information. The device was not returned to the manufacturer for evaluation.